Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material deformation and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior tibial artery. Prior to stent implantation a dissection was noted, therefore, the 3.5x18mm esprit btk scaffold was advance to the target lesion and the scaffold was implanted to treat the dissection. For post dilation, a 4x20mm jade balloon was attempted to be used; however, the tip of the balloon interacted with the proximal end of the implanted scaffold which compressed the scaffold, as the markers of the scaffold were noted to closer compared to when the scaffold was initially implanted. Intravascular ultrasound (ivus) was performed and there was no significant issue with the compressed scaffold; however, a dissection flap was still noted at the proximal end of the scaffold. Therefore, a 3.75x18mm esprit btk scaffold was implanted to overlap the previously implanted scaffold to treat the remainder of the dissection and due to initial scaffold becoming compressed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.